Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported that during an unspecified procedure, using a flexor ansel guiding sheath, the sheath came apart when the doctor was done with the procedure and was pulling out. It was reported that the access site had a lot of calcium where the sheath went in and the patient had multiple interventions so there was some scar tissue at the site. The doctor was removing the sheath when it broke apart. As he pulled more on it, the sheath started to unravel and the metal coil inside the sheath was coming out of the sheath. They were able to remove all the outer part of the sheath, but a piece of the metal inside of the sheath was left in the patient that was seen with x-ray. It was reported that the dilator was in the sheath when they were trying to remove it. The physician followed up 3 days later with ultrasound and the patient was not having any issue, the ultrasound looked good. No additional procedures or hospitalization was required. At the time of this report, requests for additional information have been sent but not yet received.

Manufacturer narrative:
A review of the drawings, documentation, instructions for use (IFU), trends, quality control, and visual inspection of the returned device was conducted during the investigation. A flexor ansel guiding sheath was returned for investigation in two segments that were connected by exposed coiling. The proximal segment had accordion-type wrinkling and was frayed at the separation site. The second segment contained 4 cm of flattened tubing. Exposed coiling was exiting from both ends of the second tubing segment. The overall length of the tubing segments was measured to be significantly less than the specified length of the sheath. This is consistent with the reporter¿s description that the customer had thrown away a segment of the sheath's outer tubing. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) that describes the intended use which states: warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Precautions: this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Sheath removal: insert wire guide at least 10 cm past the tip of the sheath. Insert the dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit. Remove the wire guide." According to the tech, the access site where the sheath was introduced had a lot of calcium and scar tissue due to multiple previous interventions. These anatomical factors can increase the forces to which the device is subjected during use, thereby increasing the chances that the device can be damaged during use. It is likely that the patient's condition contributed to the failure mode of material separation. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.